Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was within range (value not provided). Reportedly, after charging battery, customer resumed pump therapy.